Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab. The evaluation found that there was leakage at the venous header and bubbling out of the dialysate port. No root cause was identified. A batch review was conducted and no issues were found during the manufacture of the lot. A review of the manufacturing, process inspection and release inspection records was performed and no defects were noted. In addition, testing of the retained samples showed no abnormalities. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
A customer reported to baxter an incident involving a dialyzer. The customer stated that there was a leak at the fiber at the 4th time of reuse. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device/product sample has been received by baxter; however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.